Event description:
A surgeon reported, on occasion, observing fibers inside the eyes of pt's and in the sutured wounds at the end of surgery. The doctor believes the fibers are from the back table cover used during the surgical procedures. The fibers were removed from the wound postoperatively; however, fibers still remain inside the pts' eyes. There has been no harm or visual impact to the pt's involved. Add'l info has been requested.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).